Manufacturer narrative:
The complaint on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Manufacturer narrative:
The device is available for evaluation- it has not been received. Additional contact: (B)(6).

Event description:
The event involved a tego¿ connector where the customer stated that they were unable to pull blood from cvc line. There was patient involvement but no harm.